Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft4 iii results for four patients tested on a cobas 8000 e 801 module. On (B)(6) 2022, the initial ft4 results were reported outside the laboratory. The customer questioned the initial ft4 results. On (B)(6) 2022, the customer performed repeat testing with the samples. Sample identifier 34686505 had an initial ft4 result of 35.2 pmol/l. The patient's repeat ft4 result was 16.8 pmol/l. Sample identifier 34455724 had an initial ft4 result of 35.0 pmol/l. The patient's repeat ft4 result was 14.8 pmol/l. Sample identifier 34741554 had an initial ft4 result of 32.0 pmol/l. The patient's repeat ft4 result was 17.2 pmol/l. Sample identifier 34282271 had an initial ft4 result of 29.3 pmol/l. The patient's repeat ft4 result was 15.6 pmol/l. The customer determined the repeat results were correct and correct reports were provided. The ft4 reagent lot number was 63088800 with an expiration date requested but not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. A general product problem can be excluded. The available instrument data has shown that the current of the pinch valves was not in the correct range during the time of the event. This was resolved after the pinch valves were replaced. A large number of clot alarms were present in the analyzer alarm trace. This is an indication of a preanalytic issue at the customer site.